Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+ss on a cobas e 801 analytical unit. The sample initially resulted in an hcg+ss value of 3 miu/ml. The patient's provider questioned the result because it did not agree with the patient's history. The sample was repeated, resulting in a value of 9449 miu/ml. The repeat value was deemed correct.